Event description:
It was reported that a "timestorm" on the network allegedly disrupted pt monitoring for an extended period of time. Additional hospital staff were required to provide close personal surveillance of the pts. No death or serious injury occurred. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed